Event description:
The complainant reported the patient was on impella rp flex support and during support, the placement signal gradually increased over the course of two hours. During this time, the impella flows dropped and eventually were reading 0.0l/m. The decision was made to explant the impella. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B3 date of event was revised as it was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25677. G4 PMA/510(k)number was revised as it was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25677.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.